Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during pd treatment. The patient said during dwell 1 of 3 fluid was found leaking from a hole in the patient line close to the stay safe connector. A draining slowly warning was noted prior to finding the leak. The patient canceled treatment. There was no fluid in the pump module and no fluid on the external cassette. In a follow up, a pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the leak. The patient has been into the clinic and is doing fine. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during pd treatment. The patient said during dwell 1 of 3 fluid was found leaking from a hole in the patient line close to the stay safe connector. A draining slowly warning was noted prior to finding the leak. The patient canceled treatment. There was no fluid in the pump module and no fluid on the external cassette. In a follow up, a pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the leak. The patient has been into the clinic and is doing fine. The cycler set is not available to return.